Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a no-delivery/occlusion alarm. The customer had used 6 infusion sets and reservoirs and received insulin flow blocked. The customer reported a blood glucose value of 22 mmol/l. The customer reported hyperglycemia treated with a manual injection/insulin pen. The event involved product(s) mmt-1885. Troubleshooting was performed for the reported event. The customer stated that the alarm occurred during therapy. The customer did not have a plunger available. The insulin exited with pump rewind, reinsert the reservoir, and run fill tubing. The alarm was caused by a possible set/reservoir connection issue. The customer was disconnected and not able to test the pump at the time of the call. No harm requiring medical intervention was reported. No product return is required for mmt-1885.